Event description:
It was reported that a pt underwent an umbilical hernia repair procedure in 2009. On eleven days prior, the pt presented with fever and infection at the surgical site. The following month, serous fluid was drained, the mesh was removed and cultures were obtained. Eight days later, the cultures grew rare cocci and no white blood cells were seen. Mrsa was positive.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.